Event description:
Livanova deutschland received a report of an electronic venous occluder clamp (evo) showing an error message on system panel. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the evo clamp. The incident occurred in boston, united states. Livanova field service engineer was dispatched on site, confirmed the event and replaced the affected clamp with a new one to solve the problem. A device service history review was performed and identified that the unit was manufactured in 2025 and no other similar events have been reported. Complaints statistical data analysis did not reveal any concerning there for this failure mode. Based on investigation findings and considering that the displayed error code is caused by photocell not connected or defective, it is reasonable to trace the most likely root cause back to defective photo sensors. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.